Event description:
It was reported that the hose was missing in the tubing.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met specifications. However, the product is intended to be used for treatment purpose but it is unknown if there is a relationship between the reported event and the device. A potential root cause for this failure could be ¿incorrect operation assembly/components/accessories placement. (Incorrect assembly)¿. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review is not required because labeling could not have prevented the reported issue. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the hose was missing in the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.